Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: sedr01 ipg, (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient's right atrial (ra) lead and right ventricular (rv) lead had low impedance. The leads will be capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.